Event description:
It was reported by service report that the footboard had damaged modules, and the siderail panels were broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: siderail damaged plastic panels. Footboard damaged modules.